Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not closing. A field service engineer (fse) identified that the matrix drawer chassis was broken due to something fallen behind the drawer and user slammed it causing the latch stop to break. Fse replaced the matrix drawer chassis to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not closing. The customer opened the back panels to clear obstructions. The red spring-loaded latch was not resetting after drawer was pulled out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.